Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on left ventricular (lv) lead in all 6 pacing vectors. It was also reported that they cannot get an r-wave measurements and an increase in threshold measurement. Boston scientific technical services (ts) discussed options for troubleshooting. Additional information obtained from the field representative indicated that the cause of the oor pli was not determined. R-wave measurements were able to measure after changing the lv sensing configuration to lv tip to can. The device output was also increased to mitigate the threshold issue. The clinic will continue to monitor the patient. At this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained that the patient felt that the device was lower in the pocket. The physician believed either a lead issue caused during the device replacement or a connection issue. Subsequently, the lv lead was surgically abandoned while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--